Event description:
It was reported that patient underwent hip procedure on (B)(6), 1998. Subsequently, a revision procedure was performed on (B)(6), 2011, due to osteolysis. The modular head and acetabular liner were removed and replaced. The surgeon noted delamination wear on the acetabular liner.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number seven states, "particulate wear debris and discoloration from metallic or polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that this wear debris may initiate a cellular process resulting in osteolysis or it may be present as a result of loosening of the implant". The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. The inner diameter and rim of the acetabular liner showed evidence of cracking and delamination respectively that is consistent with oxidative degradation of the polyethylene. The wear pattern on the inner diameter of the acetabular liner suggests that impingement occurred between the elevated lip of the liner and a portion of the modular head or stem. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00062).